Event description:
The customer reported that the device had a blank display.

Manufacturer narrative:
The customer reported that the device had a blank display. The device was returned to philips and evaluated by a technician. The power pca was replaced resolving the issue.